Manufacturer narrative:
Unit was returned to manufacturer for inspection and was found to be operating with approved specifications. The DHR was reviewed and unit was found to have been assembled according to specification. It is believed that the reported incident was a result of user error due to the unfamiliarity of the device.

Event description:
Client reports while using his chair and transitioning into a turn, his right foot fell off of the footplate. Client reported that his right leg became lodged between the chair base and his couch. Upon the attempt to reposition the chair to dislodge his leg, clients leg was twisted, allegedly resulting in a radial fracture to his right tibia.